Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had no capture, oversensing, noise, high impedance and a confirmed fracture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.